Event description:
Contact reports the scissors were handed to physician, when handed back, the tip was broken.

Manufacturer narrative:
Upon completion of the investigation, it has been noted that this complaint could not be verified. The customer supplied 3 photographs of the subject scissors. Eval of the photographs revealed that the tip of one side of the jaw is broken. The photographs do not provide adequate details of the metal surface, thus, it is not possible to fully evaluate the breakage area/damage or determine the root cause of breakage. Since the prod was not returned and no lot info was made available, it is not possible to fully identify the root cause or to evaluate mfg records for the subject device based on the results of this investigation, no corrective action or f/u is possible. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.